Manufacturer narrative:
At this time the device and rv lead remain in service. Should additional information be received this investigation will be updated.

Event description:
Additional information received from the local sales representative states that this patient has been scheduled for a lead revision procedure in the near future.

Event description:
Subsequently, additional information was received stating that this rv lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently additional information received from the local sales representative stated that a red alert was triggered for high pace impedances from (B)(6) 2010. Boston scientific technical services (ts) was contacted and stated that over the past year the impedances had increased from 880 ohms to greater than 2,000 ohms. Ts recommended that the patient be brought in for isometric testing and pocket manipulation to observe if noise can be re-created.

Event description:
Boston scientific received information from a health care professional (hcp) that there was noise on the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and discussed that an electrogram (egm) would be sent in for analysis. Ts reviewed the egm and stated that there was no noise on the shock egm. However, the impedances increased from 972 ohms to 1,953 ohms. Ts discussed that at the next follow-up a more aggressive positional testing would be useful. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information be received this investigation will be updated.